Event description:
It was reported that the patient's ipg had not been charged in 2 years and was inoperable. Surgical intervention occurred wherein the patient's ipg was explanted and replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patients¿ ipg was replaced due to reaching end of life. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively